Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination found that the stent was detached from the balloon and was not returned. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. As per the stent crimp specification, the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The ro markerbands and the tip were examined and there was no damage noted. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus premier¿ stent was advanced to the lesion. When the physician was about to deploy the stent, it was noted under angiography that there was no stent on the stent delivery system balloon. The physician suspected that the stent was dislodged prior to loading the device on the guide wire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus premier¿ stent was advanced to the lesion. When the physician was about to deploy the stent, it was noted under angiography that there was no stent on the stent delivery system balloon. The physician suspected that the stent was dislodged prior to loading the device on the guide wire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.